Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could led to the button error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.